Manufacturer narrative:
Literature citation: mohammed eleraky, loannis papanastassiou, matiidas setzer, ali a.baaj, nam d tran, and frank d. Vrionis "balloon kyphoplasty in the treatment of metastatic tumors of the upper thoracic spine" neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported in a literature that fourteen patients underwent kyphoplasty via an extra-pedicular approach to treat metastatic tumors in the upper (t1-5) thoracic spine. Electro-diagnostic monitoring (somatosensory and motor evoked potentials) was used in 5 cases. Three levels were treated in 7 cases, 2 levels in 2 cases, and 1 level in 5 cases. In 3 cases access was bilateral, whereas in 11 cases access was unilateral. Polymethylmethacrylate cement extravasations were observed in 3 out of 30 treated vertebral bodies without any sequela.